Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms in unipolar configuration. The patient was noted to be pacemaker dependent, however, the pacing inhibition did not result in greater than 2 seconds of asystole. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead configuration was programmed to bipolar and monitoring will be continued. A lead revision may be considered in the future.